Event description:
Bard max-core disposable biopsy instrument not working correctly. Failure to fire. Manufacturer response for disposable biopsy instrument, bard max-core disposable biopsy instrument (per site reporter).